Event description:
A customer contacted physio-control to report that controls on their device are inoperative. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
Physio-control requested additional information about the device dispositioning, but has not yet received a response. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that controls on their device are inoperative. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.